Manufacturer narrative:
H6 - work order search - no additional similar complaint type events within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5 - 'the lens implanted, removed, and replaced intraoperatively" corrected to "the lens was implanted and removed intraoperatively. The lens was replaced." Additional information: h3 - device evaluation. The lens was returned in liquid in a lens vial. Visual inspection found that the lens was returned in three pieces with the optic and haptic torn. Claim# (B)(4).

Manufacturer narrative:
Sex: unk.weight: unk.ethnicicty: unk.race: unk.collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens(B)(4).

Event description:
The reporter indicated that the surgeon implanted a cc4204a, +22.5 diopter, intraocular lens from patient's eye on (B)(6) 2019. Surgeon "felt" the lens did not fit in the eye. There was no patient injury. The lens implanted, removed, and replaced intraoperatively. This resolved the problem. Reportedly the lens was "replaced with another staar lens." Per reporter on (B)(6) 2019, "patient is healing well."